Manufacturer narrative:
Investigation summary: an unused product was returned in a good condition. The supplier conducted a testing of the returned product, but the customer reported problem was not confirmed. We forwarded the returned product to the supplier (iawa) and request a detailed investigation, and after investigation of the returned sample, DHR (device history record), and testing of retained samples, there was no abnormalities found.

Event description:
It was reported that an anesthetist intubated a patient under visual control with a laryngoscope. Intubation tube was placed without problems. Tube secured with cuff tape and cuff pressure gauge connected. No problem ventilating the patient. After a few minutes, the patient was no longer ventilated and there was a buzzing sound from the tube. The anesthetist checked the position of the tube with a laryngoscope and found that the end of the tube was at the level of the voice box and the tube was "kinked". The tube was reinserted, and the cuff was filled more (35 cmh2o). The tube was secured with both a sticker and tape. Many leakage problems have been noted with the male intubation tubes (size 8) that have been introduced into the department. The commonly used cuff pressure of 25 cm h2o is often not sufficient, even if the patient's airway pressure is moderate (15 cm h2o) as was the case in this event. It has been necessary to increase the cuff pressure in order to obtain a leak-tight tube. There were never similar problems with previous intubation tubes. In addition, these new tubes have only one marker to guide the tube into the correct position. In the past, there were two lines, which made it easier for the anesthetist. There was patient involvement, and no patient harm/adverse event reported.